Event description:
A operating room supv reported an unexpected outcome following an intraocular lens (iol) implant procedure. Three weeks after initial implantation the lens was exchanged for a .5 diopter difference in lens power. Additional info has been requests.

Manufacturer narrative:
Evaluation summary: the product was not retuned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire has not been received. (B)(4).